Event description:
It was reported that the patient was seen in the emergency room for multiple inappropriate shocks. It was also reported that the lead integrity alert (lia) triggered. The lead was explanted and replaced. The lead was returned to the manufacturer for analysis and subsequently tested out of specification. It was also reported that the left ventricular (lv) lead was damaged during dissecting. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There was a connector issue. The defibrillator conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking and a breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis confirmed intermittency between the connector pin and cap. (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors were stretched and had blood/body fluid (not obstructed). The outer insulation had a breached cut. Visual analysis revealed the lead had apparent explant damage.